Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history review of the reported crosslead guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and referring to known similar events, it was presumed that rotational stress and push-pull stress generated with guide wire manipulation might have been locally applied to the distal segment of the crosslead guide wire while the wire tip was caught in the lesion or due to anatomical conditions. Consequently, the guide wire was deformed. As tension was applied during withdrawal attempts, the polymer jacket was torn and gathered toward the distal segment of the concomitantly used prominent support catheter. Although it was concluded that this event was not attributed to product quality, it was concluded that polymer fragment left in situ could not be ruled out. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720degrees) in the same direction. [Malfunction and adverse effects] - breakage or bending of the guide wire. - coming off of coating.

Event description:
It was reported that an asahi crosslead guide wire was used to deliver a concomitant prominent microcatheter (tokai medical products) to the superficial femoral artery (sfa) by the up-and-over technique during an endovascular therapy (evt). When an immediate attempt was made to withdraw the crosslead guide wire after successful positioning of the prominent microcatheter, resistance was met and the two devices got stuck to each other. After the two devices were removed as a unit from the patient anatomy, the polymer jacket of the crosslead guide wire was found peeled off from the wire shaft and distally gathered toward the tip segment of the microcatheter, making it difficult to remove the guide wire from the catheter. A new unit of crosslead guide wire was used to successfully complete the procedure. It was informed that there were no complications or adverse events attributed to the reported event. The outcome of the patient, who was discharged on the same day, was reportedly good.